Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited early battery depletion due to high left venticular (lv) threshold. The device was explanted. No additional adverse patient effects were reported.